Event description:
The patient reported that her system was removed due to an infection. The hcp reported that the patient was administered unspecified perioperative antibiotics. In 2006, the patient was diagnosed with meningitis. The patient signs/symptoms were reported as swelling, nausea, vomiting, and unspecified meningeal signs/symptoms. The primary location of the infection was the lumbar region. A culture of the lumbar region and cerebral spinal fluid was taken (date not reported) and staphylococcus aureus was found. The patient was treated with unspecified intravenous antibiotics and the total device system was explanted. The patient did not experience withdrawals. The infection resolved. The pump was used to deliver lioresal.